Manufacturer narrative:
A medtronic representative went back to the site to test the equipment. Testing revealed that the ethernet bridge was required to be replaced. The representative replaced the ethernet cable and added an extension to the cable. The imaging system then passed the system checkout and was found to be fully functional. The cable was discarded so no further analysis could be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that lost of communication between mvs and navigation when moving the ethernet connector cable on the back of the mvs, test performed with different cables, the ethernet coupler bulkhead must be replaced. The biomedical (B)(6) has been informed to ensure there is no stress on the ethernet cable for the coming surgeries. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The caller indicated that during surgery after the 3d scan the or staff was not able to send the scan to the navigation system due to a lack of communication between the mobile viewing station (mvs) and the navigation system. The issue cased a less than one hour delay in surgery and there was no change in patient outcome. The or staff replaced the cable and restarted the mvs which resolved the issue. The suspected cause was that there was a bad contact between the cable and or the bulkhead.